Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted. During insertion, the device cut an artery on her bladder resulting in hematoma and blood transfusion. Post mesh insertion, the patient has had five years of debilitating pain and disability that is still on going. The patient has had endless scans and part removal of the mesh which has hardened, embedded and eroded into her urethra, ureters and vagina which has caused chronic pain, weakness and nerve damage. The patient is due to have the second part removed. The patient reports that she is left double incontinent and disabled for life. The patient is now (B)(6) and is now awaiting removal. No additional information was reported.